Event description:
Customer reported damage to the pump housing and usb port, which affected the ability to charge the pump. Despite this issue, the pump did not shut down. Replacement pump was arranged to be sent by technical support, and there was no adverse impact to the customer's blood glucose level. Customer was instructed to switch to an alternate insulin delivery method if necessary and to program new pump settings and connect the cgm to the replacement pump. Customer was also advised to return the damaged pump using a provided return box and pre-paid label within ten days to avoid charges.